Event description:
Event description cpi received information that a bipolar tined lead (bt10) was removed from service because of oversensing and insulation failure. The lead was replaced with an endotak bipolar fixation lead (0056).